Event description:
The customer reported that while in patinet use the ventilator the "no cal data alarm" appears. There is no display of fio2 reading. No patient harm.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the MFR.